Event description:
The device was used during a right lower partial lobectomy. After firing, reportedly the staples did not form properly and the knife cut. The surgeon hand sewed. No pt injury was reported.